Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 47.8-48-0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating on one sensing conductor was abraded at the same location. This could have contributed to the observation from the field of noise.

Event description:
New information received notes that noise was observed on the defib portion of the lead. The lead was explanted and replaced.

Event description:
It was reported that noise was noted on the lead which resulted to several aborted charges. The noise was reproducible. The physician capped the pace/sense lead and left the defib portion of the lead active.